Event description:
It was reported that the pta balloon ruptured (atm unk) during the first inflation in an a/v fistula venous anastomosis. There was no reported retraction difficulty through the sheath. There was no reported pt injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for evaluation. The investigation is currently underway. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain add'l info, the complainant/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Manufacturer narrative:
The lot number was provided and the lot device history records were reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Evaluation of the returned device found a fiber disturbance on the balloon. A balloon rupture was visible underneath the fibers. The patency of the guidewire lumen was tested and passed. The balloon fibers were then stripped and a partial circumferential rupture was observed 1.9cm from the distal tip. The investigation is confirmed for a complete circumferential rupture on the barrel of the balloon. The definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the event it should be noted that per the reported event details, it was stated that the device was inflated with a syringe. The IFU (instructions for use) states that the use of a pressure monitoring device is recommended to prevent over pressurization. It is unknown whether the balloon was overpressurized or the use of a syringe contributed to the event specific warnings, precautions and directions for use of the conquest pta dilatation catheter are included in the current instructions for use (IFU).